Event description:
It was reported that the device stopped working and the message on the programmer was end of service (eos). It was noted that it was premature battery depletion. The patient would make an appointment with the provider and the manufacturing representative would interrogate the device to confirm the eos. There was no diagnostic testing or troubleshooting performed, but it would be performed in the future. There were no symptoms or complications associated with the event. It was further reported that there was no stimulation. Later on the date of report, the patient observed a power on reset (por) which they cleared and ¿got stim back.¿ it was noted by the manufacturing representative that it was not expected behavior for it to ¿have this happen¿ post an eos. The patient would be seen (B)(6) 2013 and depending up on what happened upon interrogation and the patient history of events they would ¿consider a manufacturer file.¿ additional information was requested, but was not available at the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. Product ID: 37752, serial# (B)(4), product type: recharger. (B)(4).